Manufacturer narrative:
Device evaluation: analysis of the returned device identified no hair or fiber on the surface or inside the device. Leak test and microscopic analysis was performed which identified no leak, no hair / fiber inside or outside the device. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: no hair / fiber observed inside or outside the device, it is not considered workmanship because the device was received in a closed biohazard bag and not in its original packaging no leak was observed on the device.

Event description:
Healthcare professional reported observing ¿contaminated¿ implant, described as, upon opening "the sterile container to take out the new implant, there was an eyelash right on the implant". Surgery was completed with a backup device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The device was not implanted. Reoperation is not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported observing ¿contaminated¿ implant, described as, upon opening "the sterile container to take out the new implant, there was an eyelash right on the implant." Surgery was completed with a backup device.